Event description:
Reportedly, at the end of the case, the surgeon noticed that the tip of trocar was broken. Upon examination, it appeared that there was a piece missing. The surgeon saw what he thought was the missing piece and tried to remove it through a 5mm port several times unsuccessfully before finishing the case. Procedure: laparoscopic cholecystectomy.